Event description:
Reportedly, two staplers locked and would not do anything. One stapler did not appear to have staples and has staples but would not fire. The surgery was finished by hand. No patient injury.